Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) significantly earlier than expected, despite being implanted for less than the anticipated duration. Technical services indicated that the only available option is to return the device for analysis. It is recommended to perform an early battery replacement. No adverse patient effects were reported. This icm remains in service. Additional information received indicates that icm was explanted due to a premature battery depletion. The procedure included a replacement, and the patient requested reimbursement. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) significantly earlier than expected, despite being implanted for less than the anticipated duration. Technical services indicated that the only available option is to return the device for analysis. It is recommended to perform an early battery replacement. No adverse patient effects were reported. This icm remains in service.